Event description:
Sterility issue w/ custom surgical pack. Sterile surgical field was being established in preparation for extremity surgery. Circulator went to get the patient, called anesthesia to make sure they were ready for the patient and was informed that there was a hair found in the clear basin that comes in the pack; cmc extremity pack. All supplies wasted, duplicate sterile supplies obtained, and sterile surgical field re-established. Delay in surgical procedure.